Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that mode switches were observed on the implantable pulse generator (ipg). It was also reported that the right atrial (ra) lead position check failed. The ra lead remains in use. The ipg remains in use and reprogramming has been scheduled. No further patient complications have been reported as a result of this event.